Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. However, the clamp arm was found to open and close as intended. No conclusion could be reached as to what may have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a colon procedure, they could not open the jaw. Another like device was used. There was no patient consequence.